Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure with a duodenal ulcer. According to the complainant, during the procedure, when the physician placed the gold probe inside of the scope, he had difficulty passing it through the scope. The needle on the gold probe came out, but would not go back in. The needle damaged the scope. The physician removed the gold probe and used a bsc non injection probe to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure with a duodenal ulcer. According to the complainant, during the procedure, when the physician placed the gold probe inside of the scope, he had difficulty passing it through the scope. The needle on the gold probe came out, but would not go back in. The needle damaged the scope. The physician removed the gold probe and used a bsc non injection probe to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).